Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported condition of the occlusion pressure being too high. Evaluation determined that the force sensor readings were out of range; the force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was identified with a condition of having the occlusion pressure too high (20.8 psi). There was no known patient injury or medical intervention associated with this event. No additional information is available.